Event description:
It was reported by service report that the pt left bumper strip had rivets missing and the pt right fowler would not lock in place and hold weight. It could not be locked or support pt weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, bumper strip.